Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported they were experiencing pain at the implant site and they could not get in touch with their healthcare provider. Additional information was received. The patient called wanting assistance with turning their stimulation off because they were having severe pain around the stimulator. They indicated their stimulation was at 4.1v, they successfully turned it off on the call. Additional information was received. The patient reported they shut their ins off because they were in a lot of pain. They were at 4.1v. They went to their healthcare provider the previous friday, the nurse turned stimulation back on and put it on a very low number and because of that the patient was experiencing leakage at the time of the report. The healthcare provider determined that the ins had turned and was sideways. They scheduled a revision surgery for november 22 to flatten it out. The patient reported no falls or trauma. Additional information was received. The patient called and stated they were having surgery as previously stated. They asked if they needed to bring the device, information was reviewed. They also stated that something broke inside of them. No further complications were reported or anticipated.